Manufacturer narrative:
Device used in a veterinary case ¿ no patient information will be reported. This report is for three unknown cortical screws/unknown lots. Part and lot number are unknown; UDI number is unknown. Devices broken intra-operatively; devices were not implanted/explanted. Reporter phone number and email address are unknown. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that three cortical screws broke during a veterinary procedure. There was no patient harm mentioned by the surgeon. It is not known if the surgery was delayed. The procedure was successfully completed. This is a veterinary complaint; there was no human patient involvement. This report is for three unknown cortical screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil; selected flow: 5. Broken. Visual inspection: three broken cortex screws were returned for evaluation. Screw 1 is broken in the middle of the threaded shaft- tip is missing ¿ hexagonal recess rounded. Screw 2 broken, only middle part of threaded shaft returned screw 3 is broken in the middle of the threaded shaft- tip is missing ¿ hexagonal recess with signs of use . Dimensional inspection: the relevant dimensions cannot be verified due to the damage incurred. Document/specification review: could not be performed due to missing lot information. Material review: the certificate of the raw material could not be reviewed due to missing lot information summary: the received condition of the screws is in concordance with the complaint description and the complaint condition is confirmed. The damage incurred is determined to be post production/acceptance criterias. Since the exact lot numbers are not known, the present complaint cannot be further analyzed. The visual inspection showed that the broken surface is homogeneous which indicates material conformity. A definitive root cause was unable to be determined with the provided information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.